Event description:
It was reported that the patient came in for a syncopal episode and felt like they would "black out" for 2-3 weeks. The patient's heart rates were in the 40's. There was oversensing and noise noted on the right ventricular (rv) lead. Reprogramming was performed initially and then was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).